Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2015 and he patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2015; not april 16, 2015, as previously reported. This report is filed june 26, 2015.